Event description:
The first icast md attempted to implant malfunctioned. This is the second one opened. It also malfunctioned. This is the second one opened. It also malfunctioned but md was able to "shimmy" the stent back on the balloon and implanted in pt's let renal artery.